Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) the device failed to power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.